Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the right side of the screen is black and blocking the graphics and text. The customer's blood glucose level was 288 mg/dl. Customer reverted to manual injections for insulin therapy.